Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. Device evaluation of monitor was completed. Upon investigation the monitor display was defective. The root cause was due to physical abuse. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor was unable to complete incoming functional testing.